Manufacturer narrative:
(B)(4). A full analysis of the data logs has been performed, this analysis concluded that the multiple impossible to load exam issues described in the complaint description were not recorded on the log file. Probably because the system did not have enough ram to execute all tasks at the same time. And, finally, the software stopped suddenly writing on log files because the robot was forcefully shut down.

Event description:
The company field service engineer (fse) was present for a biopsy and ablation case with the surgeon. During this case, the surgeon obtained a postop o-arm scan to make sure the laser fiber was in the correct spot before disconnecting from rosa. Once the scan was ready, fse transferred to the robot with a usb. When trying to merge the scan to the current plan, the software gave the notification impossible to load exam. After hitting undo and trying to close out of the exam manager, the software kept giving the same notification. Fse had to shut down and restart the computer, and then was able to load in the exam without a problem. No impact to patient, delay to case about 5 mins, after first incision.